Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure there was an unexpected shutdown when unplugged from the wall. Self test reveals, the battery level was not at zero percent. Dissipates at a normal speed. The system was likely not plugged in and charging in the storage. Unable to replicate unexpected shutdown. Resolution was confirmed on call. There was no patient present.